Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump history was missing data despite being in use. There was no reported impact to customer's blood glucose. Reportedly, a pump reset was performed to address the event; however, the issue persisted and the customer reverted to an alternate method of insulin therapy.